Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: unknown , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during a pump replacement, the old catheter was also replaced by an ascenda catheter 8781. When tunneling the catheter, the catheter got broken. It was reported that a new pump segment had to be used. It was reported that the catheter was finally implanted correctly. There were no reported that there were "na" environmental/external/patient factors that may have led or contributed to the issue. It was reported that the issue was resolved at the time of the report. The patient status at the time of the report was alive - no injury. There were no reported complications.